Event description:
It was reported that this device had to be explanted due to an allegation of premature battery depletion. Engineering analysis noted that the battery usage of the device had increased abnormally and the device was malfunction and should be explanted and replaced. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device had to be explanted due to an allegation of premature battery depletion. Engineering analysis noted that the battery usage of the device had increased abnormally and the device was malfunction and should be explanted and replaced. The device will be returned for analysis. No additional adverse patient effects were reported.